Event description:
The customer reported the system would not boot up. Unable to do case. Patient involved but was not injured as a result of failure.

Manufacturer narrative:
The service rep tested battery on sram, read 2.8v. This is good. Reseated technique processor, verified connections, ordered new sram. The rep removed and replaced sram and u20 chip. Reboot and reconfigured and cycled power 4 times without issue. Verified that system is operating as intended.